Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) transport slide handle is damaged. There was no patient involvement reported .

Event description:
N/a

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced with slide handle assembly. The equipment passed all functional testing. The unit was then approved for clinical use and returned to the department. The maquet failure analysis and testing dept.(fat) received part number 0997-00-0587 with a reported unit failure of the transport slide handle damaged. The fat performed a visual inspection and found the part to be damaged. Retaining the part in the failure analysis and testing department per procedure.